Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) cannot be turned on. After checking, it is judged that the power module is damaged. It is unknown the circumstance in which the event occurred, and also unknown if there was patient involvement. However, no adverse event was reported.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) has reported that the customer will not continue with the repairs; therefore, no further investigation is required. If any pertinent information is received in the future, then a supplemental report will be submitted. H3 other text : customer will not continue with the repairs.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service representative evaluated the iabp unit and was able to reproduce the reported failure. It was judged that the power module was damaged. Repairs are still pending and not completed. The iabp was returned to the customer; however, was not cleared for clinical use, since the customer has not decided whether to repair it. A supplemental report will be submitted when additional information is made available. Updated fields: b3, b4, b5, g4, g7, h2, h3, h6, h10, h11. Corrected fields: a1, a3, d5, d10, e1, e2, e3, g3.